Event description:
It was reported that cartridge alarm 20 occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with mobile app for dosing, while technical support assisted with proper loading steps, confirmed that alarms recurred, arranged shipment of replacement pump.